Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed failed battery test. During a self-test the insulin pump alarmed pump error 63. The screen was turning itself on and off. Customer's blood glucose level was 8 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected failed battery alarms, hardware low levels, flashing display anomalies or display anomalies noted during testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Hardware low levels alarm was present in the format history file, problem isolated to keypad assembly. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture, faded serial number label and peeling end cap address label.